Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy fluid. The breach in aseptic technique was further described as the patient made an unspecified mistake. The same day as the event onset, the patient was hospitalized for the event and was treated with amikacin injection (125 mg, once a day, discontinued, route and duration not reported), vancomycin injection (1g, once in 3 days, discontinued, route and duration not reported) for peritonitis and heparin injection (1000u each bag, discontinued, route, frequency and duration not reported) for cloudy fluid. Eleven days after hospital admission, the patient was discharged and was recovered from the event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.